Manufacturer narrative:
Additional information: no suspect product was received; however, photos were provided by the customer. The customer provided photo was evaluated. The picture is an anterior segment of the eye taken at slit lamp, it shows a pseudophakic eye implanted with an intraocular lens (iol) claimed to be a tecnis eyehance icb00. It can be observed multiple yellowish light scattering bubble like images observed in the iol body. The clinical impact to the patient visual function and the potential incident root cause cannot be determined per a photo assessment. The complaint issue "inclusions" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: in review, it was noticed that the section "d6a" was inadvertently left blank in the initial MDR report; therefore, this information has been captured in this supplemental MDR report. The following field was updated accordingly: section d6a: if implanted, give date: (B)(6) 2024 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6) section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in a patient. It was noted that the iol presented with glistening the day after implantation. No other information was provided.